Event description:
It was reported that during a hemorrhoidectomy, the firing force was higher than expected at firing. The device was managed to be fired and sound of breaking the washer was heard. There was an unexpected resistance when the device was removed from the patient. When the anastomosis site was confirmed, it was found that some target tissue was uncut, though the washer was punched out fully. All staples were deployed, but some staples were malformed on the anastomosis site of "from 6 o'clock to 7 o'clock." A bleeding was found in a whole circumference on the staple line and additional suture was performed without converting to an open procedure. A postoperative bleeding has not been found at this time. There were no adverse consequences to the patient. The thickness and the stiffness of the target tissue were normal. The case was rectal mucosal prolapse. The device was fired with clamping the target tissue uniformly. There was no problem in the adjusting knob's movement and closing before firing. The orange indicator showed in range of the green gap setting scale before firing. The firing trigger was grasped fully. The cut line was jagged. Another device was used to complete the case. There were no adverse consequences to the patient. The doctor is used to the procedure and the device well. The doctor commented that the anastomosis site of "from 6 o'clock to 7 o'clock" had not been resected. The inside ring of the washer and the doughnuts had been tangled with some staples. It had been cut with a forceps.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived with the anvil shroud damaged. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. While no conclusion could be reached as to how the anvil shroud became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device was reloaded with staples and tested for functionality in hi-b and low-b with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.